Event description:
The end user reported reported that a transport wheel on their stair chair had allegedly detached from the chair. No additional details were provided as to when or how the wheel became detached and no allegations ere made of patient involvement or injuries associated with the product issue. A replacement wheel was provided to the end user for repair.